Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. Further information was requested however, was not provided.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2026-04090 submitted on 26 feb 2026. This report was erroneously submitted. This is a not a reportable event. All previously submitted information should be corrected to not applicable and null fields.